Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient met with the rep on (B)(6) 2019 and was able to charge the ins and stated it works great now. The pain was lowered by about 2 points. The event was related to patient usability issues. They had cognitive difficulties with recharging. The patient was reeducated. The event was resolved without sequelae. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient had problems charging the device and had a loss of pain relief. They were unable to recharge as of (B)(6) 2019 and stopped using the therapy. More information was going to be reported at the patient¿s next visit on (B)(6) 2019. No further complications were reported or anticipated.